Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had an magnetic resonance imaging (MRI) and there were 20 stored events due to oversensing of noise. The oversensing led to over four seconds of pacing inhibition with asystole. There was also inappropriately stored ventricular fibrillation (vf) episodes with no therapy. Noise was seen on all three channels. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) had been left programmed to pace and sense in both the atrial and ventricular channels as it was thought the facility was not aware the patient had a device. The following day when a physician assistant (pa) went to perform a left ventricular (lv) lead threshold test, they were unable to end the test and there was 16 seconds of asystole. It was noted that the patient experienced syncope due to the asystole. The pa believed the end test button was not available, possibly due to loss of telemetry, however an exact reason was unknown. After the test was able to be stopped and the patient regained consciousness, no further issues were seen.